Event description:
"Bile leakage from bag thru purse string into abdomen. Then upon removal from abdomen-distal portion of retrieval bag tore." "Irrigation needed."

Manufacturer narrative:
The incident device has not yet been returned for evaluation. Upon receiving and evaluating the incident device, a follow-up report will be submitted.